Event description:
It was reported that a spectrum iq infusion pump had a 'bad speaker'. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "bad speaker" was reproduced as a system error 616 -speaker failure". A review of the event history log (ehl) revealed "system error 616 -speaker failure" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.